Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 4.00mm x 12mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified no issues, tears or pinholes in the balloon material. Tip showed no signs of tip damage. A functional test was performed on the device. An attempt was then made to inflate the balloon to 20 atmospheres (atm) as per, emerge, instructions for use.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.